Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00055. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and 30mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but the position was more shallow than expected. The physician attempted to recapture the closure device; however, great resistance was felt. The closure device was unable to be fully recaptured into the access system upon removal from the patient. Once it was removed from the patient, the tip of the access system was noticed to be folded inward. Another watchman® access system and 27mm watchman ® laa closure device & delivery system were used to successfully complete the procedure. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed kinks in the sheath located 17.5 cm and 26 cm from the tip, sheath damage for 12 mm and started at the tip, and tip damage (tip inverted/misshapen/stretched/flattened). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The related device was not returned with the complaint device, so functional testing was conducted with a lab supplied, test device (wds). The wds was loaded into the hub of the was and advanced smoothly until the tip of the was was reached, and then the test device could not pass through the inverted tip. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00055. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and 30mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but the position was more shallow than expected. The physician attempted to recapture the closure device; however, great resistance was felt. The closure device was unable to be fully recaptured into the access system upon removal from the patient. Once it was removed from the patient, the tip of the access system was noticed to be folded inward. Another watchman® access system and 27mm watchman ® laa closure device & delivery system were used to successfully complete the procedure. There were no patient complications and the patient was stable.